Event description:
Baxter reported, "this case refers to a patient who received a 6060 multi-therapy infusion pump." This pump was a replacement for their previous one in february 2005 which had to be recertified. In the afternoon of an unknown day in february 2005 the patient started a nutritional infusion content unknown) using this pump with a total volume of 2225 ml with an infusion rate of 140 ml/h. At that time and during the following night the pump functioned normally. At around 6:30 a.m. Next morning the patient woke up with a severe coughing. The patient suffered shivering all over the body, choking and diarhear. Subsequently the pump alarmed "air in tubing" and stopped. The pump display indicated a residual volume of 128 ml, however the infusion bag was completely empty. Also, all of the infusion tubing including a 75 cm extension was filled with air meaning that air had been infused into the patient's port and body. After about 30-40 minutes the symptoms abated. According to the patient, the patient's physician considered life threatening. An echocardiogram did not reveal any abnormalities. No additional information was available.